Manufacturer narrative:
Malfunction based on analysis. Internal abrasion was found under the rv shock coil breaching the rv cable lumen and inner coil lumen at 5.2-5.7 cm from the distal tip. Both rv cables were fractured at this location due to internal abrasion. Electrical test found open circuit of the rv path due to fractured rv cable under the rv shock coil. Normal continuity of the re cables was measured.

Event description:
This report is to advise of an event observed during analysis.